Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device system has not had morphine in it for over seven years and that no saline or medication were currently in the pump. The patient had stopped using this device system because the health care provider "kept letting her go through withdrawal," "was not proactive" and "she couldn't take it anymore." It was reported the patient would have to wait for days to get a refill. The patient noted that a physician had talked about possibly removing the device. However, the patient later stated three physicians were contacted and "nobody wants to touch me." The patient reported that "I'm not saying that I'm pain free but certainly this isn't working." Lastly, the patient reported the catheter moved and she experienced headache and nausea and cannot function. It was unknown what drug or drugs this device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # j11024r19, implanted: (B)(6) 2002, product type catheter. (B)(4).